Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that another instance of episodes of oversensing due to external noise was observed during a follow-up. No action was taken other than to follow-up as normal with the patient. The patient was in good condition.

Event description:
It was reported that during device interrogation, multiple inappropriate ams episodes were noted. An alert for noise on ventricular and atrial channels were observed and suspected to be external interferences. Telemetry interference was also noted. No signals could be produced with real time isometrics. Programming change was made. Patient condition was good and is monitored via remote transmission.